Event description:
A malfunction on the pump was reported by the caller, but no notable events preceded the issue. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided assistance to reset the pump, and after the reset, the same malfunction did not recur. The customer was informed to continue using the pump and advised to call back if any malfunction code appeared again, which the caller acknowledged and understood.